Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low ck result generated by the unicel dxc 600 pro synchron clinical systems. The original result obtained was 11 iu/l and the result obtained upon repeat was 55 iu/l. The result obtained upon rerun on another instrument was 53 iu/l. The erroneous result was not reported outside of the lab. There was not affect to the patient or user associated with this event.

Manufacturer narrative:
Qc run before and after the event are within the established range. A field service engineer (fse) verified reproducibility with a precision run and the results were within bci specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.